Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 500mg/dl. The customer had no appetite and was vomiting. The mother stated that the customer had to stay in the hospital for a few hours. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.